Event description:
It was reported to st. Jude medical that the lead was explanted due to capture and sensing anomalies. An x-ray showed that the helix was extended. Several attempts were made to reposition the lead but the helix would not retract and the stylet would not advance in the lead.